Manufacturer narrative:
This report is submitted on july 27, 2023.

Event description:
Per the clinic, the patient experienced pain with stimulation headache, dizziness and fatigue. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device. The device analysis report indicated a device failure.